Event description:
This lead was capped and replaced because during a normal device change out, this lead fell apart when pulled from the header of the old pacemaker. There seemed to be blood in the header of the device as well. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.